Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was confirmed to be unavailable for this report. (B)(4).

Event description:
A materials manager reported that numerous knives would not cut and had no sharp edge during surgeries. Additional pressure was required in order to make the incisions. There was no impact to any patient. Additional information is not available for this report.